Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the tip was clogged, which was causing no water flow. When there is no water flow, the tips tend to get hot.

Event description:
While using a cavitron 30k thinsert, the insert was getting hot; no injury resulted.